Event description:
Doctor reported after grafting using rcm6 membrane during a surgical extraction and bone graft, there was swelling observed in surgical site of patient. On (B)(6) 2022, 7 days after the procedure, patient reported soreness. On (B)(6) 2022, 16 days after the procedure, patient reported headaches and a loss of taste and smell. Patient was prescribed antibiotics on (B)(6) 2022 and symptoms improved.

Manufacturer narrative:
Additinal quality control testing of samples is pending.

Manufacturer narrative:
Additional quality control testing showed the product was sterile.